Event description:
The caller also reports having a pain device implanted from nevro and they report that the pain is so bad from their lower back down to their right foot that it feels like stabbing hot knives. They are in a lot of pain as they have spinal stenosis and sciatica and can't hardly walk, once went 3 days without being able to walk. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).